Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for partial display. Customer stated blood glucose at time of incident: 345 mg/dl and she treated with syringe. Patient's current blood glucose: 122 mg/dl. Customer reports the symptoms related to their high blood glucose was nausea and vomiting. Customer stated that last night the pump had a blank display and blood glucose was 161 mg/dl. Customer reports display is solid white. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer is unable to complete troubleshoot due to the pump not having power . The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, delivery accuracy test and displacement test. Device was monitored for twenty four hours and no blank display or missing segments anomalies noted. Power connector plug in and locked in place properly. Device received with minor scratched display window, case and keypad overlay.